Event description:
During laparoscopic inguinal hernia repair, trocar was easily inserted by the surgeon in usual fashion and balloon inflated per manufacturer's recommendations. Procedure commenced in normal fashion when 10 minutes later the structural balloon spontaneously burst. Trocar removed on total/all components; device sequestered. New trocar opened and inserted.